Event description:
It was reported that the pump alarm went off for the health care provider trying to interrogate the pump with magnet which caused the motor stall. There is not symptom reported, and the patient status was unknown. The drug delivered in the pump was unknown.

Manufacturer narrative:
(B)(4).